Event description:
Revision due to malalignment of the cup resulting in instability.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision due to mal-alignment of the cup resulting in instability. Update - (B)(4) 2012 - litigation papers received. It is now alleged that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into blood, tissue, and bone. The metal liner and femoral head have been added. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported product and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges closed dislocation and metallosis.